Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill(not filled correctly) was not observed. 100 retention samples from bd inventory were visually inspected with no issues identified. Additionally, 10 retain samples were functionally tested for draw volume and all tubes tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill (filling issue). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are not filled correctly. There was no health impact or consequences reported.